Manufacturer narrative:
Additional narrative: event date: unknown ¿ event reported as possibly occurring in (B)(6) 2015 (onset of pain). (B)(6). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis the complained event was re-evaluated with respect to the reported device, event information and the manufacturing evaluation results. Based on this information, this medwatch report was corrected to more accurately capture the complained event. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device initially was not believed to be part of returned devices received on 21april2015; during evaluation of returned product, it was determined part was returned. A manufacturing evaluation was completed: the breakage of the locking bolt occurred approximately 10 mm from the tip. The green anodized locking bolt was made of titanium alloy. The examination of the raw-material inspection sheets of the suppliers and the manufacturing documents of the producer showed no deviation in relation to the chemical composition, microstructure and mechanical properties. The material of the implants was in compliance with the international standards. The dimension of the locking bolt also fulfilled the technical drawing and the specifications. Macroscopic lines of rest were documented on the proximal fracture surface of the nail as well as on the fracture surface (head-end) of the screw and are a sign for a fatigue failure. The crack of the locking bolt started at the circumference of the core diameter and ran into the material. Fatigue striations were observed at the crack propagation zone and over the major part of the fracture surface. Two small areas with dimples were observed towards the end of the fracture surface. Scanning electron microscope (sem) observations and findings showed that the failure of the locking bolt was caused by fatigue and overload. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Event date: unknown. The device history record review was done on the unsterile article / lot number as a post-operative broken nail cannot be associated to a sterility issue. No non-conformance reports were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the patient had a proximal femoral nail anti-rotation (pfna) nail implanted on (B)(6) 2014. In (B)(6) 2015, it was noted that the nail was broken. The patient also had some hip pain. The patient did not report a fall prior to this. The nail was shown broken via an x-ray. On (B)(6) 2015, the patient had a revision procedure to remove the pfna nail and implant an expert asian femoral nail (a2fn) recon nail. It was reported the screws were also broken and there was a surgical delay of twenty minutes. The patient¿s condition is reported as stable. This is report 3 of 4 for (B)(4).